Manufacturer narrative:
It was incorrectly reported to the FDA that the lot number of the suspect medical device is 21937 and that the device was manufactured at (B)(4). The correct lot number for the suspect medical device is l21937 and the device was manufactured in mentor's facility in (B)(4). (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor gel siltex hi-rnd 275cc gel breast prosthesis, catalog #354-2754, lot #21937. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast augmentation procedure with a mentor gel siltex hi-rnd 275cc gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was discovered during a routine examination. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 275cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 11/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 11/21/2018, mentor completed the investigation on the suspect medical device. Two devices were received by mentor. The device (a) contained gel with clear appearance. Orange material was observed within the device. Gel was observed on the shell surface. Visual evaluation of the device revealed two rents within an area of siltex cracking on the posterior view measuring 1.6 and 0.1 cm. No other anomalies were found. The device (b) contained gel with clear appearance. Orange material was observed within the device. Gel was observed on the shell surface. Visual evaluation of the device revealed a rent within an area of siltex cracking on the posterior view measuring approximately 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv shell of siltex breast implants. The complaint of rupture was confirmed since rents were found on both reported devices. However, at this point it is not possible to determine the root cause of such damage or the origin of the orange material observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).